Event description:
It was reported to boston scientific corporation that a navigator hd was used during a ureterescopy. According to the complainant, during the procedure they noticed that there was a tear in the ureter after placement of the device. No additional information is available at this time.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.